Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received an alert notification for a high out of range high voltage lead impedance. During device upgrade, the high impedance issue was found to be due to a loose setscrew on the connector.